Event description:
Caller states that a friend at work checked their blood glucose and it reported 2 results in the 500's (md/gl). She states that he went to the emergency room basedon these readings and tested at 160 mg/dl to 180 mg/dl at the hospital. The timeframe between the tests was approximately 30 minutes. Device was not coded properly at the time of comparison. Quality controls were used after device was coded properly and fell within acceptable limits. Requested return of suspect device and replacement was sent.